Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the tubing set generated a check cassette alarm in the pump. The tubing set was being used to deliver an unspecified concentration of milrinone, at an unspecified rate, via a gemstar pump. After an unspecified length of time, it was reported that the pump alarmed for check cassette. After an unspecified length of time, the customer contact reported that the homecare nurse replaced the tubing set and the solution container and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.